Manufacturer narrative:
The reported events of no output, inability to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported, the patient presented in clinic due to bradycardia. The device was attempted to be interrogated but was unsuccessful. Premature battery depletion was suspected as at the last follow up in (B)(6)2024 the remaining battery was estimated at 56%. Additionally, an increased threshold was observed on the right ventricular (rv) lead. The device was explanted and replaced to resolve the event. Following the device replacement procedure, the rv threshold was in the acceptable range. The patient was stable.